Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by mother that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia, lethargy, vomiting and dehydration; patient was also diagnosed with a respiratory syncytial virus. The pod was removed and patient was treated with intravenous fluids, an insulin drip, and administration of dextrose and non-dextrose bags were rotated. The patient was released the following evening after spending one night in the hospital.